Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the device alarmed motor error alarm. Customer's blood glucose was 160 mg/dl. During troubleshooting, found motor error alarm and motor position encoder error alarm in history. Customer reported that he went to the emergency room. Customer's blood glucose was 300 mg/dl. Customer was off the device for 3 hours prior to the emergency room visit. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professional's instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.